Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause of the error messages cannot be determined based on the information provided and failure analysis results.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, it was reported that an issue occurred where none of the energy cords were being recognized on the erbe. The user attempted to resolve this by changing the energy cords and cleaning the ports, but the problem persisted. Intuitive surgical, inc. (Isi) technical service engineer (tse) suggested performing a power cycle, after which the system booted up with an error 319. A review of logs shared by the user indicated the issue was associated with the energy component. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: ports were placed prior to the issue being identified. The procedure was converted to laparoscopic approach due to the reported issue. It is known if the conversion resulted in increase ports size or additional ports being placed. It was unknown if the patient was able to tolerate the change. Patient demographics were not provided.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the endoscope controller (ec), the video processor (vp) and the integrated electro surgical unit (iesu) to correct the reported problem. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed and found the reported issue was not confirmable using system logs. However, 2-8a error and 1-8a error were logged and may be related. Inspection during fa process was able to replicate the reported event; attempted system test on unit, pogo pins found damaged on all four energy ports. Pins look to be pressed in with force, rendered incapable of normal operation. System will not recognize connections on any ports given damage present. M-b0, c-84 errors in erbe logs. Inspection during fa process was able to replicate the reported event; attempted system test on unit, pogo pins found damaged on all four energy ports. Pins look to be pressed in with force, rendered incapable of normal operation. System will not recognize connections on any ports given damage present. M-b0, c-84 errors in erbe logs. The endoscope controller (ec) was returned for non-recoverable fault 319; confirmed but not replicated. Artemis logs were able to confirm errors 319 and therefore, able to confirm the reported event occurred in the field. Upon visual inspection, no issues were found related to the reported event. The ec was installed into the golden system where the system functioned as expected. Then the golden system was set to run video test, 10 power cycles and sitting idle for one hour. Once testing was completed no errors related to the original complaint were found. The video processor (vp) was returned for failure analysis due to error 319. Failure analysis was not able replicate problem from field. In system logs, error 319 was found indicating the fault, confirming the failure occurred in the field. Visual inspection, unit came back with no air filter. The vp was installed onto the golden system where the component functioned as expected. The golden system was set to run 10 power cycles and sitting idle for one hour. Once testing was completed, the system error logs was inspected, but no error could be identified. The probable root cause cannot be determined based on the information provided and failure analysis results.

Event description:
Refer to h11 for follow-up information.